Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) had drained 3863ml during drain three of four on the home choice (hc). The hp drained a total of 4739ml and the hc advanced to the fill stage. The fill volume (fv) equaled 2900ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was not available for evaluation. A device history review and service history review were completed with no issues noted. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.